Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at luer connection the patient was admitted to the hospital on (B)(6) 2025 for treatment of ¿infectious fever¿ due to fever for 3 days and vomiting for 4 hours. When the patient was given intravenous infusion on (B)(6) 2025, blood was found to overflow from the heparin cap interface during the infusion process, so the patient was immediately given a good explanation and a new closed intravenous needle was replaced. Caused secondary injury to the patient.

Manufacturer narrative:
1. DHR/bhr review(lot#4171715): 1)the products of this batch were assembled at intima ii auto line 4 in jul 2024, and packaged at r240 package line in jul 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 video, no defective sample. The video shows leakage at the prn connection. 3. The retained samples of this batch are taken for 45psi leakage test and prn removal torque test.the test results are within the product specification. 4. Possible reasons: 1)in the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 2)the prn experienced cross-threading during assembly, causing damage to the threads of the pp connection seat, which could also lead to leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned video showed liquid leaking from the prn interface, but no defective sample has been received for further testing, and the usage of the sample is unknown, so the root cause of the prn leakage cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information available.